Event description:
It was alleged by end user that a heated humidifier associated with a continuous positive airway pressure (CPAP) device caused dry mouth and tooth loss. The end user did not advise his durable medical equipment (dme) supplier of any issues. The end user stated his tooth loss began approx six months ago.

Manufacturer narrative:
The manufacturer received the heated humidifier and CPAP device for evaluation and could not confirm the end user's allegations. Both devices passed all testing and functioned as designed. No humidifier chamber was returned. The system one heated humidifier is an accessory for philips respironics therapy devices to provide moisture to the patient circuit. It is intended for use in spontaneously breathing patients weighing over 30 kg (66 lbs), in the home or hospital/institutional environment, who use mask-applied positive pressure ventilation therapy. Based on the info available, the manufacturer concludes that no further action is necessary.